Event description:
It was reported that the 9800 system would not make exposures. This was noted before the case and another system was used. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Repaired bent video pins inside the c-arm receptacle. The system was tested and found to be working as intended and placed back into service.